Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Only information available is that it was reported by medical engineer, (B)(6). The alleged clamp was returned for analysis. It was found that the adjustment screw had been cross-threaded in the clamp and had now seized. The initial complaint has been confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that as the clamp's screw wore out, the clamp was no longer able to be tighten.